Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The pump was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during testing. The pump was unable to be verified for a motor position encoder error alarm in the alarm history due to the history file being overwritten. The following physical damage was also noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 173 mg/dl. The customer had removed her pump to go swimming and afterward her pump had alarmed with the motor error. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. The customer was able to rewind the pump. However, the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.